Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device and during the surgery that the mesh was found to be deformed and ¿ossified¿. No medical records have been provided, and no sample returned. There are no details as to the nature of the patient's injuries. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent inguinal hernia repair. A medium 3dmax was implanted in patient during this repair. On (B)(6) 2018: the patient underwent removal of the failed 3dmax. The doctor noted, ¿rock hard area and what felt like contracted potentially ossified mesh. This area was opened, and the edge of the mesh was exposed, and the mesh was noted to be very hard and fibrotic.¿ the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective 3dmax.